Event description:
It was reported that the device was found to be in backup vvi mode while still in the box. It is noted that the device was exposed to cold temperatures. Device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The reported field event of backup vvi was confirmed in the laboratory via review of the device image and was due to a parity error. The reset was reproduced during temperature chamber testing. The cause of the parity error was exposure to cold temperatures.